Event description:
This fragmentation needle broke 1/3 of the way from the hub and the other 2/3 is bent in half. This occurred during a lensectomy/vitrectomy procedure. The surgery was not delayed and there was no effect on the pt. The needle had been used approx. 4-5 times before this incident.

Manufacturer narrative:
A piece of what looked like plastic was pulled from the tip of the needle. The needle showed signs of heavy usage.